Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a procedure using the accurian enhanced radiofrequency (rf) probe with a treatment site of the femoral nerve. Initially an issue occurred described as a femoral nerve injury and subsequently updated to a burn. The patient is still under treatment for the injury. Standard treatment therapy was administered, and pre-loaded settings within the accurian generator were used. Education was provided prior to the procedure, and the unit performing rf ablation conducts procedures multiple times per week. The standard enhanced workflow was followed. It is believed the issue may have been due to a secondary transfer of energy due to the patient having a knee replacement on the treatment side. A diathermy pad was placed on the opposite side. Information was received again indicating a possible nerve injury.

Event description:
It was reported that the nerve injury and burn presented after the procedure at a follow up appointment. The cause was not determined, but it was believed to be due to the treatment and positioning and knee replacement. The nerve injury was reported to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.